Event description:
It was reported that approx 2 months ago, the pt began to experience weakness in his legs. The pt was receiving dilaudid 50 mg at a daily dose of 16mg. He went to a neurosurgeon for eval; the pt was diagnosed with an inflammatory mass. MRI revealed a mass around t8 to t9. The pt was taken to surgery; the surgeon removed a mass that was encompassing the catheter tip. The catheter had apparently migrated. Both the mass and the catheter were noted to be in the epidural space. The pt will have a catheter revision at a future date.

Manufacturer narrative:
(B) (4).